Event description:
It was reported that this pacemaker device exhibited undersensing and intrinsic amplitude were out of range. Upon review of the presenting electrogram (egm), technical services (ts) stated that the wave which was under sensed was below the fixed sensitivity of 2.5mv. The lead trends were stable post implant showing appropriate values. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this pacemaker device exhibited undersensing and intrinsic amplitude were out of range. Upon review of the presenting electrogram (egm), technical services (ts) stated that the wave which was under sensed was below the fixed sensitivity of 2.5mv. The lead trends were stable post implant showing appropriate values. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited undersensing and intrinsic amplitude were out of range. Upon review of the presenting electrogram (egm), technical services (ts) stated that the wave which was under sensed was below the fixed sensitivity of 2.5mv. The lead trends were stable post implant showing appropriate values. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.